Event description:
Report received of a balloon rupture while the catheter was in the patient. The customer reported that the patient had been transferred to the ICU between 0600-0700. The first catheter had been in place for several days. An ICU fellow had been called by the nurses because they were not able to obtain a wedge pressure. The ICU fellow instilled 1.5cc's of air, did not get wedge and the plunger did not passively come back. The plunger and air were manually pulled back. Another 1.5cc's of air was instilled and again wedge was not obtained. The plunger did not passively come back. When the plunger was pulled back, blood was received. The ICU fellow reported the patient did not exhibit any "decompensation" from the air bolus. The catheter was removed and the balloon was noted to be ruptured. Another cahteter was prepared to be inserted. Upon preinsertion check, the balloon ruptured. A third catheter was prepared and the balloon tested fine and the catheter was inserted without advese event. There was no delay in the patient's drips or therapy due to the change in the catheters. The patient expired. The cause of death was fungal sepsis and was not related to the catheters or balloon rupture.